Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she is having leakage during the night and during the day. Patient said some nights are okay and some nights are not. She stated that during the day sometimes she is good and sometimes the urgency comes out of nowhere. Patient also stated the ins moves around. She said at times the ins feels like it is in a different place. Patient was redirected to follow-up with the healthcare provider no further complications were reported.